Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient at home. The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The customer also reported that "nothing precipitated the event." This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.